Event description:
It was reported that filling difficulty occurred. It was specified that the healthcare provider (hcp) tried to fill the pump under fluoroscopy, but couldn¿t due to a build-up of scar tissue around the port. X-rays were done and logs were checked. The refill date was coming up, so the patient had the pump replaced. At the time of this report ¿everything is fine.¿ the device system was used to deliver fentanyl and hydromorphone.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4). Analysis of the pump revealed impact dents on the pump exterior that did not affect post-explant pump performance. Catheter serial #(B)(4) was partially returned. The proximal portion was returned. Analysis of the catheter revealed coring/tears/cutes in the seal of the pump connector. This was due to the outlet port and was user related.

Manufacturer narrative:
(B)(4).